Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported event. The device was received with no damaged labels. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. A functional check and visual inspection was performed to further investigate the reported issue. No problems were found with the motor performance. Delivery accuracy tests were performed and the pump was found to be delivering properly and within specification. The pump passed all tests and was found to be operating properly. No further actions will be taken.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump was being used for a chemotherapy treatment. It was reported that the treatment was administered faster than it should. There were no clinical consequences for the patient.